Event description:
It was reported that during testing at the healthcare facility, the hook was found to be broken off the navlock universal tracker adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during testing at the healthcare facility, the hook was found to be broken off the navlock universal tracker adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing at the healthcare facility, the hook was found to be broken off the navlock universal tracker adapter. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.